Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 447 mg/dl. Customer also stated that the bolus wizard was not appearing from the bolus menu. Customer was guided through insulin settings to turn on the bolus wizard. Customer was successfully turned on the bolus wizard. Customer declined trouble shooting for high blood glucose. The device will not be returned for analysis.